Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. Upon x-ray, the lead had migrated and was sitting out close to the device being curled up. The lead was explanted and a new one was inserted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.